Event description:
It was reported that "obese patient got cvc placed under echo. When the anesthesiologist put dilator into the skin, the end of the dilator became stump and the wire got kinked. Anesthesiologist then took another dilator (out of the set of a 3l cvc) and was able to place the catheter." The insertion site was the right internal jugular. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Associated MDR# 3006425876-2022-01095.

Event description:
It was reported that "obese patient got cvc placed under echo. When the anesthesiologist put dilator into the skin, the end of the dilator became stump and the wire got kinked. Anesthesiologist then took another dilator (out of the set of a 3l cvc) and was able to place the catheter." The insertion site was the right internal jugular. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Associated MDR#s 3006425876-2022-01096 and 3006425876-2022-01095. The customer provided one image showing a dilator, guide wire, and lidstock for analysis. Visual analysis revealed that the guide wire was kinked/bent. The customer also returned two guide wires and two dilators for analysis. It was noted that one of the guide wire/dilator subassemblies was damaged, while the other was functional. The customer was contacted to address this, and they confirmed that the second guide wire/dilator (functional components) were returned by mistake. Signs of use in the form of biological material was observed inside the dilator. Visual analysis revealed two major kinks on the guide wire body. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. It was also noted that the dilator tip was split/frayed. Based on the appearance of the damage, the defect appears consistent with undue force applied during insertion of the dilator over the guide wire. The kinking on the guide wire could also contribute to the damage on the dilator. The kinking on the guide wire measured 156mm and 194mm from the proximal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The outer diameter measured .790mm, which is within the specification limits of .788mm-.826mm per the guide wire product drawing. The dilator length from the hub to the distal tip measured 4", which is within the specification limits of 3 3/4"-4 1/4" per the dilator product drawing. The guide wire outer diameter measured 3.4671mm, which is within the specification limits of 3.43mm-3.5mm per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 1.0414mm, which is within the specification limits of 1.02mm-1.09mm per the extrusion product drawing. The guide wire was inserted through the dilator tip. Minor resistance was encountered due to the kinking on the guide wire; however, the non-damaged sections were able to pass with little to no difficulty. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guide wire slowly through the skin". A manual tug test confirmed that the distal and proximal welds are secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage". The report of a kinked guide wire due to resistance when inserting through the dilator was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained two kinks. It was also observed that the dilator tip was split/frayed, which is consistent with damage due to undue force applied during insertion. The guide wire and the dilator met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.